Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 30 mg/dl and confusion, resulting in customer falling, hitting head, and bleeding. Reportedly, customer delivered a bolus, however, subsequently fell asleep and did not consume the intended carbohydrates. Bg was treated with glucose injections. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.